Event description:
It was reported that during a cholecystectomy "the clips did not meet when applied, they were bent." Another device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device was returned with the clip retainer out of position. Upon evaluation, the three remaining clips were fired. Each of the clips was not properly directed into the jaws when the device was actuated, but were misfired unformed out of the empty area where the clip retainer should have been present. The locking mechanism did not engage after all of the clips were fired. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.